Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. The mdt rep stated that they tried several different syringes. Eventually they got the water out of the pump. The pump was still implanted. The issue resolved. The mdt rep has not heard of any further issues with the pump. She had no further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who would be receiving an unknown medication via the implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 during the implant procedure, they were unable to aspirate the water from the pump. They had tried 3 syringes and were only able to get 10 ml out. No patient symptoms were reported. They were concerned that they would have trouble filling the pump at refills.